Event description:
It was reported that during a laparoscopic gastric bypass with roux-en-y, during insertion of trocar, allegedly perforated a large vessel. The surgeon attempted to place a trocar just off of the umbilicus and had difficulty inserting the trocar, he was unable to delineate the tissue layers. The surgeon did not pick up the skin when inserting the trocar. The surgeon was not comfortable that the trocar was inserted and chose not to insufflate. He then went to enter a second trocar in the upper right quadrant and that is when the problems occurred and had a longitudinal type tear in a large vessel. The pt was not insufflated during insertion of the first two trocars. Converted to open. The pt received ~8 units of blood. Worked for 4 hours to stabilize the pt. Once bleeding was controlled the pt was transferred to ICU where later that evening passed away. Doctor did not believe that the device malfunctioned in any way. Devices are still located at the hospital.